Event description:
Patient had lcs duofix components implanted on the right knee on (B)(6) 2008. Due to health reasons, the patient is medically unable to undergo revision surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.